Event description:
Sales rep reported that the tip of this driver broke during the insertion of a screw into veyr hard bone. The distal tip of hte driver remains embedded in the pt along with the screw. It was confirmed that the driver broke while inserting a softsilk screw during a "primary acl" surgery. The screw was completely seated, however the surgeon wanted one more turn. This is when the tip of the driver broke inside the screw. A delay of approx 2-hrs was experienced in an attempt to remove the driver tip, however removal was unsuccessful. The surgeon decided to leave the tip in the pt and monitor it via x-ray.